Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's insulin gauge was inaccurate. Customer added insulin to the cartridge, reloaded the cartridge, and received a minimum fill notification while the cartridge was filled with approximately 300 units of insulin. Customer loaded a new cartridge, but minimum fill notification recurred. Customer's blood glucose was 107mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.